Event description:
A (B) (6) male pt contacted a lifecor pt service rep to report that one of the battery packs is not charging. The pt stated that the battery pack flashes the "battery pack fault" led. Support sent the pt a replacement battery pack. The pt contacted lifecor customer support to report that the other battery pack is doing the same thing. Support had the pt download and download revealed "battery charger fault" flags. Support sent the pt a replacement battery pack and battery charger.

Manufacturer narrative:
Device MFR date: battery pack (B) (4). Battery pack (B) (4) - 02/2008. Battery charger (B) (4) - 10/2008. Device eval summary: device evaluation of battery pack (B) (4), battery pack (B) (4), and battery charger (B) (4) have been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter the charging mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. Battery pack (B) (4) had defective cells as a result of not charging because of the defective battery charger. The cells were replaced. The battery pack was repaired, retested and restocked. Battery pack (B) (4) was fully functional. It was retested and restocked. No adverse event resulted from the damaged battery charger and battery pack. The pt received a replacement battery charger and battery packs.